Manufacturer narrative:
"The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the motor was seized, jammed, heavy moving, motor and control unit were defective. It was also determined that the device failed pre-test for power with bench (minimum 67.5 to 110 watt), function with the pen drive console, compatibility between the small battery drive device and the small battery drive device ii, triggers and electronic control unit function, switching function, oscillation angle and check the off/oscillation/on switch mode function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device was losing force. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. The date of the event was unknown. If additional information should become available, a supplemental medwatch will be submitted accordingly.